Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was 334 mg/dl. Customer stated that during the fill tubing action, the insulin pump spattered insulin and numbers didn't appear on the screen. Customer stated that after keeping the act button pressed down, customer had informed that he got an compromised force sensor system alarm. The device will not be returned for analysis.